Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: b5, d8, d9, e2, e3, g2, h3, h4, h6, h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over one (1) year since the subject device was manufactured. The device was not returned to olympus. The customer called the technical assistance center (tac), and during the troubleshooting, they recommended cleaning the scope connectors with alcohol. If the issue persists, they advised sending the device to olympus. However, the customer responded that he would send it to a third party for repair. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely the error code b30 occurred due to poor contact on the scope connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the issue was found during preparation for an unspecific diagnostic procedure, and the intended procedure was cancelled and postponed for 24 hours.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the light source had a scope communication error (error code b30). There were no reports of patient harm.